Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of birth - 1953. (B)(4). Implant date: 2011. Examination of returned device found no evidence of product non-conformance. Visual inspection of the taper adapter found grey and white residue on the inner surface, suggesting fretting or galling. A conclusive root cause of the event could not be determined with the provided information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 3 of 3 MDR's filed for the same patient (reference 3002806535-2016-00739 / 00740 & 00936).

Event description:
Patient underwent a right hip revision procedure approximately five years post-implantation due to adverse reaction to metal debris (armd). The femoral head and acetabular cup were removed and replaced.